Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient passed away on (B)(6) 2016 due to sepsis. The device was removed approximately two weeks prior to passing due to a major infection at site. The healthcare provider (hcp) turned the pump down prior to removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient had been refilled on (B)(6) 2016. The pump was e xplanted (B)(6) 2016. The patient passed away in the hospital. The patient developed an abscess over his pump after one week of hospitalization for urosepsis. There was no device issue, therapy issue or procedure issue that may have caused or contributed to the patient passing. The cause of the infection at the site was unknown. The infection did not resolve prior to the patient passing on (B)(6) 2016. The patient¿s admitting diagnosis to the hospital was urosepsis with tracheitis. Testing done to confirm the infection includes (B)(6) 2016 92% granulocytes. (B)(6) urinalysis (ua) greater than 37 white blood cells (wbc) large leukocytes 2+ bacteria (B)(6) 2016 qtl positive for pseudomonas sensitive marcescens and again on (B)(6) 2016. (B)(6) pocket fluid positive culture for streptococcus viridans pan sensitive (B)(6) lumbar puncture (lp) cerebrospinal fluid (csf) protein 189 glucose 71 (B)(6) pocket fluid positive for streptococcus dysgalactiae (B)(6) blood culture cong- staphylococcus